Event description:
During follow up for a check heater line (chl) alarm which occurred on the homechoice (hc) during fill 1, the home patient(hp) stated that air was seen in the patient line during their fill cycle. Otherwise, therapy has been going well. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. The hp stated that no further information is available at this time. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed, and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.